Event description:
It was reported that this patient works out intensely very frequently. The patient had previously received an inappropriate shock while working out which was found to be due to oversensing of morphology change with movement artifacts and muscle noise. The system was initially reprogrammed to secondary sensing vector. The patient has recently received an additional inappropriate shock due to p-wave and t-wave oversensing. The system was evaluated and there was also double counting and undersensing noted. The system was discussed to be kept in the same sensing vector while increasing the gain to two times what it was originally set at. No adverse events were reported